Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product(s): model: 4473, competitor lead; implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had a lead fracture. The lead was extracted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.